Event description:
It was reported that the fiber tip became loose after about 11000 joules during the prostate ablation procedure, and when removed from the patient, it detached. The procedure was completed without patient complications.